Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of a delta v reading greater than .211 v which occurred before explant. The eri is the result of high internal battery resistance and eri due to high battery impedance was logged on (B)(6) 2011, prior to explant.

Event description:
It was reported that the patient experienced syncope. There was premature battery depletion and the device indicated elective replacement [eri.] The device was explanted and replaced. No patient complications have been reported as a result of this event.